Event description:
The following has been reported: "the pump started reading air bubble at approx. 2:45 on (B)(6) 2023. The patient that was involved had the priming completed and it started alarming when the med was initiated with air bubble. We immediately switched to a different pump with no further concerns" reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was reviewed. Several air alarms were identified but although this could confirm the reported event (air in line), those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. The device was not returned to brézins as repairs were carried out locally. According to provided repairs information, the reported event could not be reproduced and all functionnal tests were compliant as per quality control. The air sensor was replaced only as a measure of precaution. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.